Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to electronic assemblies. Unable to verify the multiple pump error alarms due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was able to complete rewind. They were able to clear alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.